Event description:
It was reported that the anchor was inserted to the laserline. Upon tensioning, the suture tape broke through the anchor. After this, the surgeon pulled on the inserter to remove the implant. This was identified during the procedure when it could be seen the nitinol rod was still attached to the anchor. All pieces were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor was inserted to the laserline. Upon tensioning, the suture tape broke through the anchor. After this, the surgeon pulled on the inserter to remove the implant. This was identified during the procedure when it could be seen the nitinol rod was still attached to the anchor. All pieces were removed.

Manufacturer narrative:
Per investigation results, the entire pull wire was still attached with no breakage. As such, this event is determined to no longer be reportable. Alleged failure: anchor was inserted to the laser line upon tensioning the suture tape broke through the anchor. After this the surgeon pulled on the inserter to remove the implant. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.